Manufacturer narrative:
(B)(4):the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, after the first biopsy was taken successfully, the mobile joint of the jaws broke and would no longer function. It was reported that no parts detached inside the patient. Additionally, the device was inspected prior to use and no anomalies were noted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.